Event description:
It was reported that during use of the product, the stop cock fractured and separated from the side arm hemostasis valve. The device had been in use for 3 days, when the problem occurred. The pt lost approx 500 cc of blood, and required a transfusion. The pt was successfully resuscitated and there were no complications.

Manufacturer narrative:
MFR control no. Dc980291. The sample has been returned to arrow. Examination of the returned stop cock indicates that the user damaged it by applying excessive force. One of the ports was broken off of the body. There is no evidence of any material or mfg deficiency.